Event description:
Jang et al 2019 ¿superiority of gastrojejunostomy over endoscopic stenting for palliation of malignant gastric outlet obstruction a retrospective cohort study was conducted from the registries of patients who received endoscopic duodenal sems placement andwho underwent gj for the palliation of malignant goo at the cleveland clinic between 2011 and 2017. For endoscopic stenting, uncovered, duodenal sems, either wallflex duodenal stent (boston scientific, (B)(6)) or evolution duodenal stent (cook medical, (B)(6)), was placed under endoscopic and fluoroscopic guidance. 183 patients with enteral stenting and 127 with gj were included in the study. The complications of endoscopic stenting included aspiration (5 cases).